Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a patient with a 23mm 11500a aortic valve, was explanted after an implant duration of four (4) years, one (1) month due to streptococcus anginosus endocarditis. The explanted valve was replaced with a 19mm 11500a valve. Per medical records, the patient presented 2 months earlier with streptococcus anginosus endocarditis which was initially medically managed, had multiple emboli (le, cerebral, spleen, renal) required fasciotomies and infected teeth extractions. She then developed aortic root abscess and was brought to the hospital for expedited redo avr and root repair with a pericardial patch. Intraoperatively, the aortic valve appeared grossly infected. The valve was removed, annulus debrided, this revealed a very large abscess cavity encompassing 80% circumference of the annulus/lvot. After root repair, a 19mm valve was seated with mattress sutures and secured with cor-knots. The patient was transferred to the cvicu in stable condition. On pod #6, the patient was discharged with 2-4 additional weeks of IV antibiotics.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it was discarded on-site. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 23mm 11500a aortic valve, was explanted after an implant duration of four (4) years, one (1) month due to unknown reason. The explanted valve was replaced with a 19mm 11500a valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.